Event description:
Information received a smith medical cadd legacy pump under infused 5fu medication. Volume to be delivered 96.4 milliliters, however remaining over half of medication was left in pump when the patient returned. No alarms to indicate issue with pump. No patient adverse events reported.